Event description:
A manufacturer's representative measured ">4000 ohms" on some of the pt's bipolar pairs, specifically pairs 4,6 and 4,7. The pt was originally programmed to c,5 but was switched to c,6 because of his speech problems. The pt fell on his chest "about a month ago" and now "when he presses on the header block of ins he get facial stimulation intermittently." A group impedance test was performed and the pt experienced facial stimulation. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.

Event description:
The home patient (hp) contacted baxter regarding low drain volume alarm, which occurred on the homechoice (hc) during the drain cycle (B) (4). On (B) (6) 2010 during a follow up conversation, the nurse reported that the patient was admitted to the hospital for a hernia repair on (B) (6) 2010 and discharged on (B) (6) 2010. During the patient stay in the hospital, the patient developed peritonitis. The patient was seen at the clinic after this event and has recovered.

Manufacturer narrative:
(B)(4). A batch review was conducted on lots that had been recently sent to the patient and no issues were found related to the reported condition during the manufacture of those lots. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.